Manufacturer narrative:
Manufacturer's investigation conclusion: the reported gi bleeding could not be confirmed through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with a drop in hemoglobin and no signs/symptoms of bleeding. On (B)(6) 2018, ramp echocardiogram was performed and speed was increased to 10,000 rpm appropriately. On (B)(6) 2018, the patient was admitted for gastrointestinal (gi) bleed and power/flow elevation were observed. Speed was decreased back to 9800 rpm. Lactic dehydrogenase (ldh) was elevated, but stable. Technical services reviewed the submitted log files which also showed pi events. On (B)(6) 2019, esophagogastroduodenoscopy (egd) was unremarkable however melena was ongoing. The patient experienced a slight drop in hemoglobin. Repeat egd was performed and observed bleed was cauterized. The patient received 1 unit of packed red blood cells (prbc). Coumadin was resumed on (B)(6) 2019. Patient was stable. No additional information was provided.